Event description:
It was reported that the patient presented in the emergency room due to dizziness and arrhythmia. Device interrogation revealed premature battery depletion causing failure to interrogate and no magnet response, and radio frequency response on the paceman. The physician elected to explant and replace the pacemaker. The patient was discharged from the hospital after the procedure.

Manufacturer narrative:
The reported event of no rf telemetry, no magnet response and premature discharge of battery were confirmed. As received, the device output and telemetry were not available. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found depleted. Hybrid circuitry was tested, indicating elevated current drain, consistent with moisture damage, depleting the battery prematurely, and resulting in the reported event. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly.